Event description:
It was reported that the caller experienced a malfunction on their pump, identified by malfunction code malf 16. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The caller attempted to reset the pump multiple times without permanent success. Technical support assisted the caller by providing step-by-step guidance and arranged for a replacement pump to be sent, while also ensuring that the pump was within warranty. The customer was advised on backup therapy using mdi and was informed of the procedures to follow upon receipt of the replacement pump. The replacement pump was dispatched without requiring a delivery signature.